Event description:
It was reported that following a fall patient experienced ineffective therapy and is unable to enter MRI mode, one of the patients leads has high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction d4: device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.